Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). The length of the patient's membranous septum was 2.5mm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, while deploying the device, the physician did a partial recapture and redeployment to 80%. When the physician was happy with the height of the valve, they pressed the deployment button and delivered it the rest of the way. The physician noticed that the deployment wheel had reached 100%, but the valve wasn't fully deployed. The ds handle started coming apart during the last 20%, the macro slide buttons had released and slid back about an inch. It was decided to slide the handle slowly forward under fluoro to deploy the valve completely at a depth of 6mm. The physician doesn't believe user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was noted to have received a pacemaker 5 days post procedure. It was thought that the implant depth was the cause of the pacemaker implant.

Manufacturer narrative:
An event of activation problem was reported. The device was returned to abbott for investigation and confirmed to meet functional specification when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 01 apr. 2025, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). The length of the patients membranous septum was 2.5mm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, while deploying the device, the physician did a partial recapture and redeployment to 80%. When the physician was happy with the height of the valve, they pressed the deployment button and delivered it the rest of the way. The physician noticed that the deployment wheel had reached 100%, but the valve wasn't fully deployed. The ds handle started coming apart during the last 20%, the macro slide buttons had released and slid back about an inch. It was decided to slide the handle slowly forward under fluoro to deploy the valve completely at a depth of 6mm. The physician doesn't believe user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was noted to have received a pacemaker 5 days post procedure. It was thought that the implant depth was the cause of the pacemaker implant.